Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of low battery alert from the insulin pump. The customer's blood glucose reading was 130 mg/dl. The customer stated that she received new battery cap but the problem persisted. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specifications. No low battery alerts noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at the display windows, cracked battery tube threads and minor scratches on the lcd window.